Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of 300 mg/dl to 400 mg/dl and insulin pump was not delivering insulin properly. The customer treated high blood glucose with the insulin ump and with injections and can not do troubleshooting for it. The device is expected to be returned for analysis.